Event description:
Pt was told that they could wear the contact lens or 60 days. After 2 weeks, the lens tore and/or the vision became blurry. After several attempts to make them last for over 2 weeks, they called customers service and were told the lens should only be worn for 2 weeks. Pt went back to doctor office and was told by company rep who was in the office that lens could be worn for 60 days only if they were worn occasionally. The rep is mis-representing the product.